Event description:
It was reported that an asymptomatic patient presented in clinic with multiple non-sustained oversensing episodes exhibited on the implantable cardioverter defibrillator. Upon review of stored electrograms, the device was post-paced t-wave oversensing on the ventricular lead. There was no therapy delivered during the event. Programming changes were made, there were no patient symptoms reported.